Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. There was no impact to the customer's blood glucose level. Reportedly, once the customer plugged the pump in to power source the pump came back on. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.